Manufacturer narrative:
Manufacturing records for the lot were reviewed, and there were no discrepancies or nonconformances noted. Hospital and/or doctor's notes confirming the uti were requested. Doctor's notes were received and reviewed. Unable to confirm uti based on the notes received. Notes showed patient history of urinary incontinence, bladder issues, and cystoscopy. The patient was admitted and treated for vomiting, diarrhea, dehydration, and a-fib w/ rvr. It is possible that the patient's medical history of urinary incontinence contributed to an infection, but since it could not be confirmed how he was using the product, the cause cannot be established. Incontinence patients are at a higher risk for infection. There is no indication that the device failed to meet specifications or malfunctioned. There is no confirmed history of infection related to our product. As a show of an abundance of caution, the complaint will be reported. Report will be updated if further information is received.

Event description:
Patient called in to report that he was in the hospital for 5 days with a uti. Patient stated he has had them before, and not quite sure what caused it. Patient stated he is currently using a foley catheter and is not sure for how long. Patient was unable to provide a men's liberty lot number. Per sap notes, the patient was shipped men's liberty lot # j19107.